Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The distributor reported that a screw backed out of a sternalock 360 plate. The screw was identified in a x-ray a few weeks postoperatively during a follow-up and there are no plans to remove/replace the screw. The distributor provided a x-ray. Upon review of the x-ray it can bee seen that the screw is backed out. The screws also appear off axis; however it cannot be determined if the screw was inserted this way or if it was due to other factors such as trauma, inadequate bone quality, etc... The x-ray provided confirms that the screw is backed out. Reported event was confirmed by review of the x-ray provided. The product remains implanted. No product was returned and no functional tests or inspections could be performed. Review of the complaint history determined that no further action is required as no were trends identified. Based on the information and x-ray provided, it could not be determined what caused the screw to back out and appear off-axis. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. No product will be returned for evaluation as the screw remains in the patient and no revision is planned. The part number and lot number are unknown, therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a screw backed out of a sternalock 360 plate post operatively. The sales associate confirmed that there are no plans to remove the screw. The sales associate advised that during the original procedure, the surgeon used a manual screwdriver to lock the screws and felt they obtained bi-cortical fixation. More information was requested but has not been received.